Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cutting jaws broke. The grey tip separated from the wire but did not fall off in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The hemopro 3500 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Blood was observed on the harvesting tool handle. Tissue and charred material were observed on the jaws. The silicone insulation on both the cold and hot jaws were intact with no defects observed. The heater wire was observed to be flexed at the center of the hot jaw but remained attached at the tip and base. No other visual defects were observed. Based on the returned condition of the device, and the results of the investigation the reported failure mode "peeled jaw" was not confirmed, but was confirmed for the analyzed failure mode "material twisted/bent; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cutting jaws broke. The grey tip separated from the wire but did not fall off in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.